Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on (B)(4) 2020: 1. Section b. Box 5. Describe event or problem results: the returned jet7 had a stretching damage at approximately 130.0 cm from the hub. The total length of the returned jet7 was measured approximately 133.0 cm. Conclusions: evaluation of the returned jet7 revealed stretching on the distal shaft. This damage was likely the reported kink. If the jet7 is forcefully manipulated through the reported tortuous patient¿s anatomy, damage such as this may occur. During functional testing, the returned jet7 was unable to be advanced through a demonstration neuron max due to the distal shaft damage. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), penumbra system 3d revascularization device (psr3d), neuron max 6f 088 long sheath (neuron max) and, non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician made the first pass using the jet7 with aspiration and made a second pass using the jet7 and psr3d. The jet7 was then removed to be flushed. However, after flushing, the physician noticed the distal portion of the jet7 to be kinked. The procedure was completed using a new jet7 with the same psr3d, neuron max and microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician noticed the jet7 distal portion became kinked after several attempts; therefore, it was removed. The procedure was completed using a new jet7. There was no report of an adverse effect to the patient.